Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was reusing the magic 3 go hydrophilic male intermittent catheter and running under water to re lubricate the catheter. It was also stated that the patient experienced bleeding while using the catheter. The representative advised that the running under water would not re lubricate the catheters, and they only meant to be one time use. It was noted that the patient had been using the product for more than 90 days. No medical intervention was reported.

Manufacturer narrative:
Upon further review, it has been determined that this event is not reportable. The device was not returned.

Event description:
It was reported that the patient was reusing the magic 3 go hydrophilic male intermittent catheter and running under water to re lubricate the catheter. It was also stated that the patient experienced bleeding while using the catheter. The representative advised that the running under water would not re lubricate the catheters, and they only meant to be one time use. It was noted that the patient had been using the product for more than 90 days. No medical intervention was reported. Per follow-up via phone on 07feb2022, patient stated that no medical attention required for bleeding and they received a different catheter and no longer had any catheter issues.